Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving clonidine 200 mcg/ml; 119.06 mcg/day and compounded baclofen 2000 mcg/ml; flex: 1190.6 mcg/day via an implantable pump. Indication for use was intractable spasticity and spinal cord injury/spinal cord disease. The date of the event was (B)(6) 2017. It was reported the patient was currently in withdrawal. The patient was hearing the pump alarm and the patient¿s nurse first thought it was a toy making the noise. The pump was refilled (B)(6) 2017 and the event logs were normal until (B)(6) 2017. On (B)(6) 2017 at 0813 a motor stall occurred per the logs. The patient did not have magnetic resonance imaging (MRI) or medical procedures and was doing their normal adl (activities of daily living) at the time of the stall. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). The cause of the motor stall was not determined. Interventions was intravenous versed 2 mg every four hours and refer to emergency room (ER). The pump was replaced. The motor stall has resolved. The patient¿s weight at the time of the event was (B)(6) pounds. Medical history was cervical 6 quadraplegic.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The patient had a medical history of hip pain and arthralgia of the hip. On (B)(6) 2017, the patient¿s chief complaints were back pain, cervical spine pain, and leg pain. The patient returned for follow up for chronic pain management. She was being treated with opioid pain medication and had been stable with the current dosage without any side effects. She was able to take care of herself with the current medication. The pump was refilled, clonidine was increased, and there was noticed improvement. On (B)(6) 2017, the patient clinic visit notes indicated the patient had all over body pain and was seen on an emergent basis because she heard her pump start beeping at 10:00 am and noticed increased spasm/cramps, tremors, and then she started shaking in the afternoon. Her pain level was an 8 on a scale of 1 to 10. The patient's treatment was recorded on (B)(6) 2017 as consisting of baclofen 2000 g/ml at 1190.6 g, and clonidine 119.06 g/day in flex mode per day intrathecally for muscle spasticity. Ashworth score was 3-4/4 with spasms at scale 3. The pump was interrogated and logs were read indicating an acute motor stall, occurred at 19:00 and 19:25. Due to the motor stall the daily dose was decreased 99% to minimum rate of baclofen 2000 g/ml at 12.4 g/day and clonidine 200.00 at 1.24 g/day. Subsequently, the patient experienced withdrawal. The patient, per itb withdrawal protocol, was given 80 mg of oral baclofen over 4 hours and 4 mg of IV versed (midazolam) at 6:20 pm. The spasms stopped. The patient was admitted to the hospital to expedite care and avoid progressive baclofen withdrawal and would undergo replacement when medically cleared. The patient would benefit from another 40 mg of baclofen over the next 12 hours and IV valium 5-10 mg every 4-6 hours prn (as needed) spasms. Baclofen intrathecal rate was 1192 g/day. The pump was reduced to minimum rate in case the pump started inadvertently to prevent baclofen overdose. No further complications were reported.